Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue: extra bolus records reported by user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: the pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24hr time period; no extra boluses were delivered or recorded in the pump history during this time. Investigators manually performed a 10u normal bolus and a 10u audio bolus; both successfully completed and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the reported complaint. The display screen has a missing pixel lines upon start up. Removed pump cover and inserted a test display screen. The test display screen was clear and functional with no missing pixel lines observed. Failed display flex was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).